Manufacturer narrative:
It is not possible to determine if the device was within or out of specification. This report is being submitted at this time as part of a CAPA following an internal audit of complaint files that identified deficiencies in complaint processing and MDR reporting.

Event description:
The pt underwent a seemingly uneventful laparoscopic supracervical hysterectomy using a lina loop monopolar endoscopic loop. She was readmitted 5 days postoperatively and found to have a distal ureter transection which was repaired.